Event description:
The pt was exhibiting signs of overdose within 12 - 18 hours of refill. "Sleeping all day and obtunded." At refill 2 days prior, there was no concentration or daily dose change. The pt is a multiple sclerosis pt who has been maintained on the same drug concentration and dose for sometime. The pt was given a dose of physostigmine and responded to this. A follow up report will be sent when additional information is received.